Event description:
A home pt contacted baxter's tech svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of his automated peritoneal dialysis therapy. Per initial report, the home pt noted a leak in his transfer set. Baxter's tech svc ctr assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of initial report.